Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedances of greater than 2,500 ohms. It was noted that the device was programmed to vvi 50 approximately two years ago due to the elevated impedances. It was reported that the lead would continue to be monitored until a device replacement was required. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that there had been an abrupt increase in impedances approximately four years ago. At the time, it was noted that there was also loss of capture, and the device had been reprogrammed.